Event description:
Cerebral air embolism with massive cva. Likely cause: physician error. Injection of air into radial artery sheath at time of flushing. This was prior to inflation of tr band. The tr band has a product specific syringe for inflation that cannot be used on other devices. There is a green label specifying "exclusively for air injection port". There could have been confusion on the part of the physician. The radial artery sheath has a stopcock and will accept standard "slip tip" or "luer lock" syringes when used for aspiration/flushing. The tr band syringe with the warning label will not fit into the sheath stopcock. After the diagnosis of large cva due to air embolism, pt was helicoptered to (B)(6) for treatment in the hyperbaric oxygen chamber. Air emboili were visualized in the right frontal, parietal, and temporal lobes. He showed no recovery. He was transferred back to (B)(6) eventually placed on comfort care. This was radial artery sheath into which air was inadvertently injected at time of flushing.